Manufacturer narrative:
Investigation: review DHR; inspect returned samples. Distribution history: the complaint unit was purchased from a supplier and packaged at coopersurgical in april 2019 under work order (B)(4). Manufacturing record review: dhr19mpg004204 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: at coopersurgical incoming inspection, each instrument is functionally checked for a proper cut using simulated tissue (2 mil thick plastic). Service history record: this product was returned in october 2020 and serviced per repair order (B)(4). Historical complaint review: a review of the 2-year complaint history did show one other similar reported complaint condition. Product receipt: this instrument was sent back as a repair item in october 2020. Visual evaluation: the returned instrument was reviewed by a service and repair technician and found the cutters were damaged and worn (reference repair order (B)(4)). Functional evaluation: the returned instrument was unable to be sharpened. Root cause: the root cause of this issue has been attributed to normal wear from use. Corrective actions: the returned instrument was unable to be sharpened and was scrapped. No training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated: "instrument does not cut tissue properly. Tendency to tear tissue vs. Clean cut. - instrument is used for tissue biopsy purposes. Unable to get clean biopsy". 1216677-2020-00259-1 64-679 tischler-kevorkian punch (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Customer stated instrument does not cut tissue properly. Tendency to tear tissue vs. Clean cut. Instrument is used for tissue biopsy purposes. Unable to get clean biopsy. Repair tech stated confirmed complaint: cutters damaged and worn. Ref e e-complaint (B)(4) tischler-kevorkian punch 64-679 e complaint (B)(4).